Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported one of her leads perforated her heart and was surgically repositioned as result. The patient mentioned she is very small and has little muscle or fat. A physician stated the patient anatomy impacted the system placement.